Manufacturer narrative:
Reported event was able to be confirmed via revision operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 10 year post implantation due to pain, metallosis, elevated metal ion levels, osteolysis, pseudotumor, dislocation, periprosthetic acetabular fracture, tissue damage and lack of mobility.

Manufacturer narrative:
(B)(6). Concomitant medical products: part: 11-173665 name: m2a 38mm mod hd+9mm nk no skrt lot: 026140. Part: 15-106070 name: m2a-38 cup non flared sz 70mm lot: 912330. The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-04177

Event description:
It was reported that a patient underwent a revision procedure approximately 10 year post initial implantation due to elevated metal ion levels, pseudotumor, pain, and osteolysis. The surgeon noted that there was a significant amount of damage caused by osteolysis around the head. The patient also had a large pseudotumors. The surgeon noted that the head and femoral component was well fixed.